Event description:
Emt's responded to a person in cardiac arrest who had been released from the hospital a few hours earlier. The device was connected to the patient with disposable defibrillation/ECG electrodes and the analyze button pressed. According to the reporter, the device twice analyzed and determined the patient's rhythm was shockable but while the device was charging, it stopped charging and skipped back to "analyzing now, stand clear." A backup device at the scene was called for and used and an unk number of shocks were delivered. The pt was transported to the hospital where he was pronounced. The reporter stated the device use did not cause or contribute to the patient's death because the patient was not viable.

Manufacturer narrative:
6: medtronic evaluated the device and observed proper operation through full functional and performance testing. Upgraded software was installed as a preventative measure and the device returned to the customer for use.